Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "broke down and failed¿. There was no reported impact to customer¿s blood glucose level. No additional information was provided. Customer declined to troubleshoot with tandem technical support.